Event description:
It was reported that the customer had some trouble with foley catheters before, and they were having trouble again. It was stated that the balloon would not deflate when they tested the balloon prior to insertion. A customer got a second one and the same thing happened. They saved one of them and put it in the charge nurse's drawer. The foley was never placed on the patient. They did find that when they put a regular 10 cc syringe on the foley, they were able to get the fluid out of the balloon. The syringe in the kit seems to be the problem, they saved the syringe as well. This also happened to them 2 weeks ago when they were placing a foley in bed 10 and had to get a second kit. This was a latex catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had some trouble with foley catheters before, and they were having trouble again. It was stated that the balloon would not deflate when they tested the balloon prior to insertion. A customer got a second one and the same thing happened. They saved one of them and put it in the charge nurse's drawer. The foley was never placed on the patient. They did find that when they put a regular 10 cc syringe on the foley they were able to get the fluid out of the balloon. The syringe in the kit seems to be the problem, they saved the syringe as well. This also happened to them 2 weeks ago when they were placing a foley in bed 10, and had to get a second kit. This was a latex catheter.